Manufacturer narrative:
The spectra cylinders were visually inspected and functionally tested. They performed within specifications.

Event description:
It was reported the patient had his spectra penile prosthesis removed due to pain, erosion, and infection. No further patient complications were reported in relation to this event.